Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons were not functional when attempting to bolus. The customer also reported receiving a button error alarm. The customer's blood glucose was 211 mg/dl. Customer also stated they were unable to clear the button error alarm. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.